Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy, the device was unable to fire when approaching blood vessel. When the display screen was checked, it showed that the reload was already used. The procedure was completed with another device. There was no patient harm.